Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and was damaged. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right posterior communicating artery. The max diameter was 6mm, and the neck diameter was 5mm. The landing zone was 3mm distal and 4.2mm proximal. The patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. It was reported that there was normal hydration and the marksman access system was in place. After the stent was in place, the stent was deployed, but the tip did not open. There were burrs at the tip of the stent, which affected the opening. They tried to retrieve, wait, and deploy a longer length, but it still did not open. So, the pipeline and marksman were removed as a whole. It was pushed out in saline in vitro, but it did not open. After gently handling it to open, burrs were obvious. They tried to retrieve it and re-enter the body but failed. Due to the large diameter of the blood vessel, it was replaced a larger stent to complete the procedure. The patient did not experience any injury or complications. Angiographic results post procedure showed slowed blood flow in the aneurysm. The devices were prepared according to the instructions for use (IFU).

Event description:
Additional information was received stating that there was no navigation or device issue with the marksman catheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The marksman catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex braid ends were found to be fully opened and damaged. The root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. In addition, the pipeline flex could not be confirmed to have resistance during delivery as no defect was found with pushwire. The marksman catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline did not become stuck in the catheter. It was in the marksman, re-entered the body at the same time, and could not reach the lesion, so it was withdrawn. This occurred during delivery and after it had been removed and braid damage was observed. The cause of the event was determined to be due to the stent tip being frayed. The pipeline had not opened in the distal end. The pipeline had not been placed in a vessel bend when it failed to open.